Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 4atm within 5-10 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported and patient was good post procedure.